Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported, approximately 3.5 years post initial right tsa, the male patient had a revision due to infection. Glenosphere and humeral liner were exchanged. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable obtain photos/x-rays. The devices are not available for evaluation as they were discarded by hospital. No other patient information/medical history reported. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
Section d10: concomitant products equinoxe reverse 42mm glenosphere (cat# 320-01-42 / serial# (B)(6)) eq rev locking screw (cat# 320-15-05 / serial# (B)(6)) eq reverse torque defining screw kit (cat# 320-20-00 / serial# (B)(6)) additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 3.5 years post initial right tsa, the male patient had a revision due to infection. Glenosphere and humeral liner were exchanged. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable obtain photos/x-rays. The devices are not available for evaluation as they were discarded by hospital. No other patient information/medical history reported.